Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller due to the connection lock of the black cable being broken. The log files contained mostly data that was captured prior to the exchange. The data recorded from the date of the exchanged included 2 additional driveline disconnect events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the two driveline disconnects were caused by proper engagement of the driveline in the system controller. Proper guidance was given to the patient. The issue was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple instances of the driveline being disconnected, resulting in system stops. The account reported that the driveline disconnect events were ¿caused by proper engagement of driveline in the controller¿; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained relevant data from (B)(6) 2025. The pump¿s fixed speed was set to 9600 revolutions per minute (rpm) with a low-speed limit of 9000 rpm. The driveline was connected to this controller on (B)(6) 2025 at 11:25:09 and the pump had ramped up to the set speed by 11:25:16. The driveline was then disconnected at 11:25:26, resulting in driveline disconnect, low speed hazard, low flow hazard, and motor stopped alarms. The driveline was reconnected to this controller at 11:25:41 before being disconnected again at 11:26:19. The driveline was finally reconnected at 12:03:51. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 6 of the IFU ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 of the IFU ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. The patient handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.